Event description:
Material no. 367861, batch no. 9036766. It was reported that during use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a failed 2nd stopper pullout test. The following information was provided by the initial reporter: I have another failed 2nd stopper pull sample. This one occurred on december 16, 2019. Tube: bd vacutainer edta tube catalog number: 367861, lot: 9036766 and expiration: 2020-06-30. This was a real-time aged sample that was stored at 25c (room temperature).

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to stopper pullout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367861, batch no. 9036766. It was reported that during use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a failed 2nd stopper pullout test. The following information was provided by the initial reporter: I have another failed 2nd stopper pull sample. This one occurred on (B)(6) 2019. Tube: bd vacutainer edta tube. Catalog number: 367861, lot: 9036766, expiration: 2020-06-30. This was a real-time aged sample that was stored at 25c (room temperature).